Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did provide multiple inappropriate shocks for supraventricular tachycardia, which did exhaust therapy. The boston scientific technical services consultant discussed detection enhancement programming. There were no reported adverse patient symptoms associated with these clinical observations.

Manufacturer narrative:
This ICD was reprogrammed with anti-tachycardia pacing (atp) only zone and higher vf zone rate cut off. The patient was also being considered for a device system upgrade.

Manufacturer narrative:
Additional information was received that this device was explanted and replaced approximately two years later. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--